Event description:
It was reported that intermittently the system would not fluoro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the foot pedal and reloaded software. The system operates as intended.